Manufacturer narrative:
The customer returned the suspected contour ts test strips (lot # 5hm3f01a). The expiration date indicated on the bottle of test strips was jan-2020. An in-house evaluation was performed using the returned product and it was found that bottle of contour ts strip was relabeled and repackaged with a different expiration date, after it left manufacturer's control. The correct expiration date for these strips should be 30-aug-2017.

Manufacturer narrative:
The expiration date on the packaging of the test strips was indicated as jan-2020. However, based on the lot # provided, the expiration date of the test strips is aug-2017. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from (B)(6) reported that the customer obtained a blood glucose reading of 250 mg/dl on a contour ts meter. The customer used another vial of test strips to perform repeat testing and obtained a reading of 85 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.